Event description:
A trilogy ev300 ventilator was returned toa third party service center for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the service center, the device failed a system pre-test. The technician recommended replacing the t3 way solenoid valve and proportional valve (aecm) to address the issue. Additional findings found during fco not related to the malfunction/issue: torn ribbon cable, cable, display ribbon. No further investigation is required at this time.